Event description:
The customer reported the system displayed a 1283 error message that prevented the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv and aec circuit boards were replaced. The system was then found to be operating as intended.